Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 13-jul-2012, UDI#: (B)(4). Eval code-result code: and are also applicable to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump (B)(4), found no anomalies. Analysis of the catheter (sn; (B)(4) identified coring/tearing in the cup of the connector. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Concomitant medical products: product ID: 8709sc, serial#: (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving 6 mg/ml dilaudid at 1.8817 mg/day and 100 mcg/ml clonidine at 313.6 mcg/day via an implantable infusion pump for failed back surgery syndrome. It was reported that the patient had experienced a couple of withdrawal episodes so a dye study was done. The dye study was normal and showed nothing wrong with the catheter. The pump and catheter were replaced on (B)(6) 2019. The rep reported that the plan was to decrease the dose down by 66.67% after the replacement. No further complications were reported.